Manufacturer narrative:
H6: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, after the heartstring iii seal was deployed, the tension spring assembly and prolene suture popped out of the aorta instead of holding the heartstring seal in position. The suture was intact and had not been cut/damaged during deployment. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The tension spring assembly is returning.